Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv2105 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv2105) have been reported from the same facility.

Event description:
It was reported that the patient had the PICC for 5 weeks. When patient received a dose of vancomycin, a leak in the PICC was observed and a pinhole was found in the catheter.